Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required multiple presses to turn on. The customer's blood glucose level was not impacted. Reportedly, customer would continue to use the pump for insulin therapy.